Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak of clear fluid with blood dripping from underneath the hmx autoloader instrument. The customer also reported a burning smell coming from the instrument. There were no patient samples or results affected. The user was wearing personal protective equipment (ppe) consisting of gloves at the time of the incident. The material safety data sheet (msds) was not reviewed. There was no smoke, flames, arcs, or sparks observed. The customer did not need a fire extinguisher, or to call the fire department. No death or injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found that the customer had already repaired the leak. The fse stated that tubing located at the main fluidic section had been replaced. The fse also found that the leak caused the mix chamber solenoid bank to 'short out' and cause the electrical burning smell. The fse replaced the solenoids and all the connectors were taken apart and dried. The system was turned on without incident. Root cause for the leak is unknown; however, the tubing located at the main fluidic section was replaced. The root cause for the burning smell was the leak spilling fluid onto the mix chamber solenoid bank, causing it to 'short out'.